Event description:
As reported to coloplast though not verified, patient was implanted with supris suprapubic mesh. Later the patient experienced mesh erosion, urinary retention, hematuria, dysuria, urinary tract infection, suprapubic pain and dyspareunia. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.